Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged readmission, infection and amputation are related to the activ.a.c.¿ therapy system. This report is being filed due to possible use error. The nursing service provider reportedly did not change the patient's dressing post hospital discharge, and the v.a.c.® dressing was left in place for 8 days which is not in accordance with v.a.c.® therapy labeling. It was also noted by the hospital consultant that the patient had an ongoing infection in the wound during his discharge on (B)(6) 2020 with activ.a.c.¿ therapy system and antibiotic therapy, and that the amputation may not be secondary to a lack of dressing change. There were no reported errors or anomalies during the use of the device or any records of the therapy history post hospital discharge. Device labeling, available in print and online, states: dressing changes; wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On 13-aug-2020, the following information was reported to kci by the hospital: on (B)(6) 2020, the (B)(6) year old male patient was discharged with the activ.a.c.¿ therapy system and v.a.c.® simplace¿ dressing from the hospital. Patient's wound type was an ulcer on the left foot. The wound was noted as granulation and sloughy. The first dressing change was planned for (B)(6) 2020. On (B)(6) 2020, kci delivered v.a.c.® simplace¿ dressing required for dressing changes to the patient's residence. On 21-aug-2020, the following information was reported to kci by the patient's family member: the patient allegedly did not undergo a v.a.c.® dressing change until (B)(6) 2020. The patient developed wet gangrene of the wound allegedly due to the delay in the dressing change. The incident allegedly resulted in the amputation of the patient's toe. On 21-aug-2020, the following information was reported to kci by the hospital consultant: the patient was admitted to the hospital on (B)(6) 2020 for an unknown reason. The patient had an ongoing infection in the wound during his discharge on (B)(6) 2020 with activ.a.c.¿ therapy system and antibiotics. The patient was readmitted to the hospital on (B)(6) 2020. The v.a.c.® dressing change had not been performed in the community. An amputation of the toe was necessary secondary to wet gangrene. It was not possible to determine at time of discharge on (B)(6) 2020 whether or not interventions performed at discharge would prevent an amputation and the family was informed another infection was possible. Amputation may not be secondary to a lack of dressing change. On 26-aug-2020, the following information was reported to kci by the hospital: the patient allegedly underwent a below knee amputation on the left leg. A device history record review of the activ.a.c.¿ therapy system determined that all end release testing of the product and packaging met specifications. The v.a.c.® simplace¿ dressing identifier has not been provided, therefore a device history record review of the v.a.c.® simplace¿ dressing could not be performed. A device evaluation of the activ.a.c.¿ therapy system is currently pending completion.

Manufacturer narrative:
Based on the additional information obtained regarding the device, it was determined that the alleged infection leading to amputation was not related to the activ.a.c.¿ therapy unit. A review of the medical case was performed by kci global safety. Infection in general is difficult to attribute to a specific cause and more likely to be attributed to a multitude of patient and physiologic issues, leading to a high bioburden or infection. The patient's wound was assessed by the hospital at discharge and was described as having slough. Slough is often associated with patients who have compromised microvasculature and hypoxic tissues. Therefore, although the dressing was not changed as prescribed, the activ.a.c.¿ therapy unit provided therapy as intended by removing infectious materials and exudate. It is the opinion of kci global safety that the cause of the infection leading to amputation cannot be determined.

Event description:
On 28-sep-2020, an evaluation of the activ.a.c.¿ therapy unit serial number (B)(6) was completed. On 03-aug-2020, the device passed quality control (qc) checks and met specifications before placement with the patient. After placement, the device was tested in singapore by kci medical asia pte ltd. The device was within calibration, functioned properly and maintained pressure at 125 mmhg. Upon return to kci USA, inc. In san antonio, texas, the unit was inspected by kci quality engineering and additional testing of the unit was completed. Results of this testing showed the device's ability to administer v.a.c.® therapy was not compromised and therefore it was determined that the alleged infection leading to amputation was not related to the activ.a.c.¿ therapy unit.